Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. In addition, the pump usb charging port was noted to have possible corrosion or a burnt spot. A hissing sound was also noted during the attempt to charge the pump. There was no reported impact to the customer's blood glucose level.